Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. The device was explanted and replaced, and is expected for return. The patient is pacemaker dependent.

Event description:
It was reported that this device was exhibiting premature battery depletion. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information: the field representative indicated that this device is not available for return.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.